Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle were half unit measurements. The following information was provided by the initial reporter: reported thought both scales were half unit measurements.